Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty controlling the blood glucose level (bg). Reportedly, the contact discussed the bg with a healthcare provider. The contact declined further assistance from tandem technical support.